Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they visit family doctor due to skin irritation on (B)(6) 2018 at 11.30 am. With unknown blood glucose. The customer's blood glucose was 177 mg/dl. The customer experienced the redness, red bumps, swelling. The customer was treated with the flonase, but irritation was continued, so the customer was advised to speak to the healthcare provider. Troubleshooting was done for enlite sensor. The customer was wearing the sensor during the hospitalization. Sensor will not be returned for analysis.